Event description:
It was reported that the stent dislodgement occurred. During an attempt to implant a 2.25 x 20mm synergy xd drug-eluting stent, the stent dislodged from the balloon and embolized. Additional intervention was required. No other patient complications were reported.